Event description:
The customer reported that the system intermittently would not make an exposure. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.